Manufacturer narrative:
(B) (4). The ge service rep could not duplicate the problem. He replaced the power supply. The system is operating as intended.

Event description:
The customer reported that the system intermittently did not boot up.